Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for an extracorporeal membrane oxygenation (ECMO) procedure, the temperature and partial pressure of oxygen (po2) values were inaccurate on the blood parameter monitor (bpm). The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient. Per clinical review: the ECMO coordinator stated that the team calibrated and set up the bpm without any issues. During a six day ECMO procedure, the team consistently saw temperatures on the shunt sensor of approximately 31 to 32 degrees celsius, concurrently, their po2 values on the bpm were approximately 85-90 mmhg. The ECMO coordinator stated that one arterial blood gas (abg) values (post first in-vivo) for po2 was 147 mmhg, and stated the bpm values read 85-90 mmhg. The shunt sensor was changed out once during the six day ECMO procedure, but the same trend continued with temperature readings of 31 to 32, while the patient was 36.4 to 37, along with the discrepancy between the abg values and the bpm. They did not change out the monitor during the procedure. The team even raised the patient temp a little bit to see if the bpm temperature would change, but no change in the temperature. The manufacturer's clinical services spent time discussing with the ECMO coordinator the importance of clinical decisions not being made from the temperature data on the bpm, and that the temperature is used in the algorithm for the parameters. He was aware of this information prior to our discussion. The team was aware of the concern during the procedure, but it did not delay the continuation of the ECMO procedure. The shunt sensor was exchanged out once, therefore a blood loss of 1.2 cc was noted. There was no harm associated with the event.

Manufacturer narrative:
The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed the blood parameter module (bpm) failed to reach 15 degrees celsius (c) and 40 degrees c within design specifications. The shunt sensor was used beyond the six hour period as prescribed in the instruction for use (IFU) which could lead to impact the other blood parameters. As described in the clinical review the shunt sensor was only changed out once in a six day period. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.